Event description:
It was reported that the core sumex drill was getting to hot to hold. This was noted prior to the procedure. There was no patient involvement, no adverse event was associated with the device.

Manufacturer narrative:
Overheating was confirmed during evaluation of the device and metal shavings was also noted on the rotor.